Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving an alert. Upon interrogation, the pacemaker exhibited a diagnostics anomaly. There was no diagnostic data correlating to the alert. No further information available.